Event description:
The reporter stated that during a surgical procedure, using instrumentation for a tibiaxys ankle fusion plate for arthrodesis of the ankle (tibiotalar joint), the compression guide broke in the plate. The surgeon screwed on the compression guide to the internal fixation plate using a screwdriver, which resulted in it being turned too light. The compression guide broke in the plate; the broken piece was removed and the surgery was completed successfully. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.